Manufacturer narrative:
Per the instructions for use (IFU), valve malposition, and paravalvular leak (pvl) are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. There are several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the malposition cannot be confirmed but may be related to patient (geometry of the suture mitral ring) and procedural (no-optimal coaxially of the delivery system) factors. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during a transapical procedure with a 26mm sapien xt valve inside a 30mm mitral ring, the valve was deployed too atrial (60:40 atrial/mitral) resulting in severe paravalvular leak (pvl). The second valve positioned and deployed 40:60 atrial/ ventricular. The patient was hemodynamically stable without gradient of the mitral valve. An echo revealed trivial pvl mainly due to geometry of the mitral ring (in anterior coroner). As reported, during insertion of the ascendra+ delivery system with the valve into mitral ring, complete coaxiality could not be achieved. Balloon inflation was initiated with the valve in 50:50 position and with small push-back into left ventricle (lv) direction during valve expansion. At that time, it was observed that the valve stayed in 50:50 position on the posterior leaflet and was deployed 60:40 atrial/ventricular on the anterior leaflet. During echo control, severe pvl was observed mainly through uncovered cells of the xt stent. As per medical opinion, semi-optimal result with first valve mainly due to combination of geometry of the suture of mitral ring in native annulus and due to non-optimal coaxiality of the ascendra delivery system affected by too lateral myocardial puncture.